Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to completely deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history. He decided to deactivate the pod. Upon further inspection he noticed the pink insert was not in the window and the cannula was not completely inserted into the infusion site.